Event description:
Philips received a complaint by the customer on the v60 indicating that the cart was damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the cart was damaged while moving in and out of the elevator. The remote service engineer (rse) provided the customer with the part number of the base assembly, column assembly, and roll and caster to order and replace. The customer replaced the base assembly, column assembly, and roll and caster to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.